Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device ran in locked position and had an unintended activation/motion. It was determined that the device had a cord and component damage. It was further determined that the device failed pretest for visual assessment, loctite assessment, safety assessment and air pump assessment. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the cover and housing handle of the handpiece were damaged. It was not reported if there were any delays in the surgical procedure. It was reported that another device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.